Manufacturer narrative:
To date, the involved universal monopolar active cord has not been released/returned from the user facility for evaluation. A supplemental and final report will be filed upon receipt of the device and completion of the evaluation. Device not yet returned to conmed.

Event description:
It was reported that during a routine colonoscopy procedure, the surgeon found a polyp that needed to be taken off. When applying cauterization to the snare using the beamer system (esu) along with the universal monopolar active cord, it would not work and the polyp allegedly was ripped off without any hemostasis. The surgeon tried two different snares and reportedly got some hemostasis to stop the bleeding" and the procedure was completed as planned. Subsequently, the patient was admitted to the hospital later that evening with a perforation of her colon and a second surgery was performed to correct the perforation. Additional information received from the user facility indicated that the beamer system (esu) was checked out and everything worked well. However, follow up with the facility's bio-med department revealed that there was a "short" in the active cord which the user facility presumed was the most likely cause of the alleged lack of energy to the snare. The beamer system and foot pedal were also checked and even though there were some frays noted on the foot pedal, the unit still performed as intended. The brand name of the involved snares or the name of the device manufacturer was not provided by the user facility only that the two snares were not manufactured by conmed. To date, there has been no additional information received regarding the patient latest condition or any indication that a long term adverse effect has occurred.

Manufacturer narrative:
The latest information received from the user facility indicated that the risk management department is retaining this device at their facility. The involved cable therefore will not be returned for evaluation. Without the involved device, an evaluation could not be performed and thus the root cause of the reported problem could not be determined and/or confirmed if the allegation that the cable "would not work" had occurred. The alleged problem therefore could not be verified. A review of the lot history record could not be performed, as the lot number was not provided by the user facility. In addition, a 2-year review of the device complaint history showed there was only one other similar complaint of inoperable device received. Other than this alleged incident, there have been no serious injuries or deaths reported related to the reported "device inoperable" and/or "secondary surgical intervention to correct the perforation of the patient's colon". Based on various literature, "bowel perforation" is a known complication of colonoscopy. Colonoscopy with polypectomy was associated with a 7-fold increase in the risk of bleeding or perforation. Guideline: complications of colonoscopy. Gastrointestinal endoscopy 2011; 74-4:745-752. The universal monopolar active cord is a reusable, non-sterile, electrosurgical cord designed to be used as accessories in conjunction with those other accessories and electrosurgical units with which they are known to be compatible. Their use enables the operator to conduct an electrosurgical current from the output connector of an electrosurgical unit to the operative accessory for the desired surgical effect. Without the provided lot number, conmed was unable to ascertain when the end-user facility received this item and placed the device in service. This device may have been used past its life expectancy. These devices are designed for 100 repeated uses when utilized in accordance with the validated instructions for use. The IFU states under warranty: "these products are guaranteed against material and workmanship defects for 90 days or 100 uses, whichever comes first." To reduce the risk of patient/user injury the instruction for use (IFU) of this device provides the following precautions and warnings: visually examine the devices for obvious physical damage including: cracked, broken or otherwise distorted plastic parts. Broken or significantly bent connector contacts. Damage, including cuts, punctures, nicks abrasions, unusual lumps, significant discoloration. Inspect and test each device before each use. Never allow the cables to be in contact with skin of the patient or operator during electrosurgical activations. Use lowest possible power setting on electrosurgical unit capable of achieving desired surgical effect. Do not permit the cables to be parallel and in close proximity to the leads of other electrical devices. Always place unused electrosurgical accessories in a safe insulated location such as a holster when not in use. Discard devices that have reached their life expectancy. Device retained by end-user risk mgmt.